Event description:
It was reported the insulin pump would alarm error randomly. Customer's mother stated the device has been beeping and there were no alarms display in the screen. Customer stated he had open circle displayed he pressed the light button and the circle disappeared but the light did not turn on. Last alarm was a no delivery alarm on january 30. Customer's mother was advised to do a hard reset to leave the battery out and call back if issues persisted. Customer 's mother requested the device to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.